Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that there were no patient symptoms. No further actions were taken. The interrogation outside of the hospital was stable. The event resolved, as the patient was using the controller without problems.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for pain after a spinal cord injury. It was reported that sometimes interrogation between the patient controller and the ins took time, sometimes not. No x-ray images were available. An external contributing factor was that there was a possibility that interrogation was not stable because of electromagnetic interference caused by medical equipment(s) in the hospital ward. Troubleshooting was performed, battery was replaced and pairing was performed again. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.